Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was confirmed the device was used on the patient and that the piece did not fall into the patient. The sheath was damaged when the bedside assist removed the stapler from the instrument arm. The surgeon did not fully straighten the wrist before the assist removed the stapler, which then resulted in it getting stuck in the trocar and subsequently damaging the sheath as they tried pulling it out. The stapler did not collide with other instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the stapler sheath, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found a missing wrist cover (sheath) during visual inspection at the distal end. The wrist cover (sheath), measuring 0.547" x 0.922" in size, was not returned with the instrument. Additionally, review of logs found multiple engagement failures - error code 22020, roll hardstop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated and friction was observed. Root cause of this failure is attributed to be manufacturing related. The housing was removed and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A grindy friction is observed when the main tube is manually rotated. The root cause of this failure is attributed to issues during transport/storage. The complaint regarding physical damage on the stapler sheath was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of physical damage on the stapler sheath could not be determined at this time. Furthermore, probable cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the stapler sheath was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument sheath was physically damaged. Prior to calling, the customer removed the instrument from use and proceeded with a different instrument. The procedure was completed. No fragment fell inside the patient. No known impact or patient consequence was reported.